Event description:
It was reported by a customer in (B)(6) that during pt use, an 840 ventilator experienced a battery failure. There was no reported pt injury.

Manufacturer narrative:
It was reported that the customer advised the nurse to unplug the ac cord, but the device did not power up. The tech evaluated the unit, and was unable to reproduce the alleged malfunction. However, the battery was replaced preventively. The faulty battery was scrapped at the hosp. (B)(4).